Manufacturer narrative:
The complaint of an rupture "popping noise and broke" is inconclusive due to the condition of the sample. Returned is one repaired broviac catheter. Gross and microscopic examinations of the complaint sample indicate two repairs have been facilitated. During functional testing no leaks were observed. There is no info available regarding the circumstances surrounding the two repair sites. The unk longevity of the device prior to the complaint incident(s) and characteristics that of the popping noise and break suggest other factor(s) was (were ) involved. In addition the info provided by the user does not indicate an obvious source of the damage and is insufficient to determine a cause. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
During the middle of flushing, the broviac tubing made a popping noise and broke. Per medwatch: broviac stopped working in the emergency room. When pt arrived to the floor nurse tried to flush it. It flushed. In the middle of flushing, the broviac made a popping noise and then the tubing broke.